Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 , of an introducer needle detached from the applicator. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of an introducer needle damaged from the applicator could not be determined. A root cause could not be determined.